Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert and was unsure if the last bolus had been delivered. During troubleshooting with tandem technical support (cts), it was confirmed via the pump bolus history that the customer had not completed delivery of the last bolus. The customer's blood glucose (bg) level was 279 mg/dl. Cts educated the customer regarding the for the incomplete bolus alert. In addition, the customer also reported experiencing elevated bg levels since earlier that day (403 mg/dl), due to forgetting to deliver a bolus for a meal. The customer delivered a bolus with the pump to address bg levels.